Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a nitroglycerin infusion was leaking from the pump. The nurse was exposed to the fluid and felt light headed. There were no lasting effects and no medical intervention was needed. There was no patient harm.

Manufacturer narrative:
Additional medwatch information provided. Gtin for model 2420-0500 lot 17046739 is (B)(4).

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "fluid leaking from alaris pump on to floor disconnected IV from patient followed back to pump removed IV tubing noted pin hole in the IV tubing (smartsite infusion set) that sits inside the alaris pump chamber. The tubing was changed and there were no other incidents noted with the pump. Originally thought of as a ¿one-off¿ however I recently received a second report with same description of event-leaking IV tubing from within the pump. Tubing from second incident was not saved. This department has notified all nursing units to report any similar incidents and to save tubing and pull the alaris pump for inspection. At this time, there have been no other reports."